Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a blank display anomaly. It was reported that the customer returned home to their device being off. The customer's blood glucose level was reported to be unknown. The customer states the battery compartment is corroded. It was reported that troubleshoot was conducted. It was reported that the device is being replaced and returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump was monitored and no blank display was noted. No damage was noted to the isolation tape. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a stained end cap sticker and corrosion at the battery tube.